Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital after falling; it was noted that the fall was not related to the device. An interrogation revealed an episode where noise was oversensed and lead to an inappropriate anti-tachycardia pacing (atp) and pacing inhibition with asystole greater than two seconds. Review of the episode by boston scientific technical services (ts) found that the noise was present on both the right atrial (ra) and right ventricular (rv) channel at the same time, which likely represented electromagnetic interference (emi) since it has not occurred again. No adverse patient effects were reported.